Manufacturer narrative:
Exact date unknown, event occurred three weeks from the patients call to the clinic. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a pocket infection. Symptoms of drainage was noted in the incision site for the past three weeks. The physician examined the patient and yellow drainage, redness, swelling and warmth were noted in the pocket site. The patient was placed on antibiotics for ten days. The patient underwent an explant procedure wherein everything was removed. During this procedure, the pocket site was irrigated with bacitracin and vancomycin powder was placed inside. The patient was doing well postoperatively and the explanted devices were not returned.